Event description:
It was reported that the device had an electrical reset. The reset was cleared and the device was reprogrammed. The device remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical ram parity error was recorded on (B)(6) 2011. The power on reset (por) severity is considered low as device should be able to fully recover after reset. There was no coincident radiation therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.